Event description:
Customer called to report when the set was changed there were two reservoirs where the transfer guard was hard to twist off. It was stated that the part of the reservoir, which was connected to the tubing remained in the transfer guard and at the top of the reservoir a small plastic piece also remained.